Manufacturer narrative:
H.6. Investigation summary: material #: 367862 lot/batch #: 3016637 bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Ink was observed on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, foreign matter was found. No patient impact reported. The following information was provided by the initial reporter: after analysis of the blood in skellefteå, the sample is checked for clot with a wooden stick according to current routine due to low platelets. Lab technician then discovers that small pieces of plastic are stuck to the inside of the tube. No damage occurred, but there was a risk that the piece of plastic could have stuck in an instrument. If equipment had been damaged by the defective pipe, it could have affected analyzes in the laboratory, which would have had serious consequences. Event occurred during use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, foreign matter was found. No patient impact reported. The following information was provided by the initial reporter: after analysis of the blood in skellefteå, the sample is checked for clot with a wooden stick according to current routine due to low platelets. Lab technician then discovers that small pieces of plastic are stuck to the inside of the tube. No damage occurred, but there was a risk that the piece of plastic could have stuck in an instrument. If equipment had been damaged by the defective pipe, it could have affected analyzes in the laboratory, which would have had serious consequences. Event occurred during use.